Manufacturer narrative:
Additional information has been provide in g.1, g.2, d.10, h.3, h.6 and h.10. The system was examined and the reported event was not replicated. The company representative found the system to meet specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The customer did not return the cassette pak for evaluation. The customer did not retain the finished goods lot number, the device history record (DHR), and the lot number history could not be reviewed. All lots are verified that all required tests have been performed and all acceptance criteria are met prior to release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that there was no ultrasound and the aspiration tubing was empty during an ocular procedure. The procedure was completed manually. There was no patient harm. There were no error messages displayed. This is 2 of 2 reports being filed from this facility.